Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performs pd therapy with a homechoice (hc) device experienced an umbilical hernia. On an unreported date, the pt stated she experienced a coughing spell which contributed to an umbilical hernia. At the time of this report, the pt had not received treatment for the hernia. The pt also stated that she did not experience any overfills or high drain alarms from the home choice device. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured on an unreported date in 1998. The device was not returned for evaluation. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported condition. The reported issue could not be confirmed and the cause could not be determined. Should additional relevant information becomes available, a follow up medwatch will be submitted.